Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, 83 ventricular sic occurred and there were non-sustained ventricular tachycardia episodes with evidence of lead noise oversensing. Analysis of the device memory indicated a right ventricular lead integrity alert was triggered. The warning occurred on (B)(6) 2015 for sic >=30 in 3 days and rv lead impedance variation is last 60 days. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. During the week ending on (B)(6) 2015, rv pacing impedance spiked to 1102 ohms up from a trend in the 300-400 ohm range. Impedance rose above 100 ohms again in (B)(6) 2015. (B)(4).

Event description:
It was reported that a lead integrity alert had triggered multiple times. The right ventricular lead had high lead impedance, noisy electrograms, and a sensing integrity counter that was suggestive of lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.